Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was returned for further investigation. Reliability engineering evaluated the device and it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter insertion assessment. During repair, it was observed that the bearings were broken causing the device to fail the cutter insertion assessment. This issue is consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and the extension sleeve were damaged on the attachment device. It was further determined that the balls were missing, the cages were not available and the ball bearings had fallen apart. It was further determined that the device failed pretest for lock operation, cutter insertion and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.